Event description:
It was reported that the patient control module button remained depressed after being pushed. This issue occurred during infusion. There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection did not identify any nonconformances. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation against the reported condition of a depressed patient control module. The reported condition could not be confirmed through device evaluation. The product performed within specifications. Should additional relevant information become available, a supplemental report will be submitted.